Manufacturer narrative:
(B)(4).date of event: unknown, captured as awareness date batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.has the patient undergone allergy testing? If yes, can those results be shared with us? Does the patient have any known medical allergies? Was any medical or surgical intervention provided? If yes, please explain.

Event description:
It was reported, I have a patient who has had an extremely odd chronic inflammatory process at the staple line which has now persisted for over a year. We have biopsied it several times and only show chronic inflammation rather than any other pathology. We are starting to go down rare causes and I wonder if there might be an element of an allergic reaction. Although I suspect extraordinarily unlikely.

Manufacturer narrative:
(B)(4). Date sent: 04/11/2022.

Manufacturer narrative:
(B)(4). Date sent: 04/26/2022. Additional information received: the sales rep has confirmed that the device involved in this compliant, (B)(4) is not available for return. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.